Manufacturer narrative:
Final device analysis results reveal - catheter sheared.

Event description:
Manufacturer representative reports a catheter was returned because the stylet would not come out of the catheter. When finally removed holes had been pulled in the catheter. The catheter was not implanted and the case was aborted. No patient symptoms were reported.